Event description:
In 2009, pt reported having elevated blood glucose of 316 mg/dl. Pt's normal blood glucose range is 120 mg/dl. Pt stated her blood glucose is elevated due to e4 (occlusions). Advised the pt to disconnected the infusion set from the infusion site and attempt to prime; the infusion device occluded. Advised the pt to remove the infusion tubing from the infusion device prime; went through successfully. Advised the pt to change the infusion tubing and she was able to prime successfully. Pt reported she connected to the infusion site, and put the infusion device into the run mode. After troubleshooting the occlusion the pt bolused 2.5 units of insulin for corrections. The pt did not require medical assistance from the healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for evaluation. On call back 3 days later, pt reported she has not had any further occlusions with the replacement infusion sets and her blood glucose has returned to the normal range.